Manufacturer narrative:
Final analysis found external insulation abrasion was noted at 50.6 to 51.2 cm from the pin consistent with lead friction to another device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted due to a lead malfunction. The patient tolerated the procedure well. No further information was available.